Manufacturer narrative:
Troubleshooting was performed, including replacement and calibration of the sample pipettor and inspection of the wash zone. In addition, a leaking sample syringe (part number 7-77650-02-98gr) was replaced which was determined to be the likely cause of the discrepant results. A review of the architect serial (B)(6) identified no contributing factors and no subsequent issues have been reported. A review of complaint and trending data for syringe identified no issues or trends. Device history records were reviewed for the likely cause part and no issues were identified. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the discrepant result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect rubella igm results for multiple samples. The customer provided an example: sample ID (B)(6) generated 1.61 index and indicated other false positive samples were 3 to 4 index. No adverse impact to patient management was reported.